Manufacturer narrative:
An issue was reported to regarding a situation where the cart fell off an automated unloading system. When reviewing previous events, we were able to establish that there is a baseline trend of complaints pointing to the situation where the cart fell off or almost fell from the automation loading and unloading systems, such as return conveyor (rc), air glide system (ags), or free standing conveyor (fsc) due to various reasons. As it was indicated in the complaint record, the device involved was a free standing unloading conveyor (fsuc) with serial number (B)(6). The device is used with the 88-5 washer disinfector with the serial number (B)(6). The unit was manufactured on 27th february, 2015. During the investigation course it was established that the part called docking assembly switch was worn out and inoperative and this fact contributed to the event. Also the instruction of supervising the unloading process given in the user manual was found to be to general. The fslc/fsuc user manual (doc. 6001392402 rev g.) States "unloading a wash cart should always be supervised". Therefore the issue was concluded to be most likely related to improper instructions for use and the normal wear of the part. It was established that when the event occurred, the affected device did not meet its specification. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. The problem has been resolved by replacement of the docking assembly switch. Recommendation of the user manual update has been submitted to the manufacturer. Within the baseline trend of complaints regarding this type of event excessive mechanical wear of the docking assembly does not represent an important part of the complaints, nor does there appear to be an increase in trend.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returnd to the manufacturer.

Event description:
On (B)(6), 2021 getinge became aware of an event related to automatic unloader free standing unloading conveyor (fsuc) used together with 88-5 washer disinfector. As it was stated the stop pin did not worked properly on the end of unloader got stacked in down position. This fact resulted in unloaded cart fell on the floor on the end of unloader. There was no injury reported, however we decided to report the issue basing on the potential of harm if the issue is to reoccur.